Manufacturer narrative:
The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The damage to the loop can most likely be attributed to wear and tear. The poor visibility can most likely be traced back to wrong handling. The bubbles described are gases that become visible in the conductive irrigation fluid (saline) and are produced by electrolysis during transurethral resection in saline and these are normal. The poor visibility of the surgical area is directly related to inadequate flow or the use of an inadequate flow rate, which could lead to delays in the operation and may also increase the temperature of the irrigation fluid. In addition, inadequate flow facilitates the accumulation of flammable gases, which may result in exogenous burns or other injuries if these gases are ignited by an activated electrode. It is therefore essential to extract the gases from the body in a controlled manner. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information. The user facility further reported the procedure was completed and no device fragments fell into the patient procedure. The customer noted that the doctors would need to pause during a procedure to wait for bubbles to go away so they can better visualize the area. The referenced electrode was not returned for evaluation. Therefore, the root cause of the reported event cannot be determined. However, the investigation is ongoing. If additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The technical assistance center was informed that during procedure, the customer was experiencing the loops at the distal end of three high frequency-resection electrode "plasmaloop", were burning in half. It was unknown if any device fragments fell into the patient. No patient injury was reported. This report is for 3 of 3 devices.